Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that five days post-implant, it was noted that the left ventricular (lv) lead exhibited elevated threshold. The lv threshold was adjusted, however the patient was feeling the symptoms to be severe, therefore the programming for lv pacing was not set. Approximately three months later, interrogation of the implantable pulse generator (ipg) was performed, in which a reset was detected. The reset was cleared and the ipg remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.